Event description:
External pacing was administered to a person diagnosed as pulseless. The pt's ECG rhythm was described as pulseless electrical activity. Within one minute after pacing was started, power to both the defibrillator/pacemaker and the attached monitor allegedly shut off and came back on spontaneously resulting in the cessation of pacing. The operator restarted the pacemaker and continued pacing the pt. The pt was not resuscitated. The operator indicated that the alleged malfunction did not cause or contribute to the pt's death. The operator said the delay in administering pacing therapy was not significant.